Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related manufacturer reference number: 2017865-2023-51907 / 2017865-2023-51908 . It was reported that the patient presented to the hospital for follow up. Upon review, the right ventricular (rv) and right atrial (ra) lead exhibited low pacing impedance. The rv lead also failed to capture and had been programmed off. The ra lead also exhibited high capture thresholds and the output was re-programmed. During interrogation, far r-wave oversensing was noted on the pacemaker and ra lead. Programming changes were performed to address the oversensing. The patient was in stable condition.

Event description:
New information received indicates that the whole pacemaker system was replaced after out-of-range low impedance and high thresholds were noted again on the ra and rv leads prior to the procedure. The device was explanted. The leads were capped on (B)(6) 2024. The patient condition was stable.